Event description:
It was reported patient fell in a store on (B)(6) 2010. A loss of therapeutic effect was reported. Symptoms reported were itching, eye closed most of the time, and a hole in the nose from scratching. Patient said that her doctor reprogrammed her the week before and the device was on with 0.10 volts. Patient reported being at home in serious condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)